Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient dropped the ilet, resulting in a cracked screen and impaired usability; a replacement device was provided and the caregiver planned data sync via the mobile app, with return facilitated by a shipping label. Symptoms included transient hyperglycemia with a reported peak blood glucose of 202 mg/dl and duration under one hour, without ketone testing, backup therapy, medical intervention, or acute adverse effects. Outcomes included no hospitalization, no emergency care, and no functional limitations beyond the device screen damage. Investigation included review of user reports and logistical verification of replacement and inspection of the returned device. Investigation of this device revealed physical damage to the display assembly consistent with accidental impact, with no indication of device malfunction beyond the damaged component. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.